Event description:
Healthcare professional reported "deflation" and exchange from textured to smooth breast implants. This record is for the right side. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Manufacturer narrative:
Additional, changed, and/or corrected data: b2, b5, h6

Event description:
Healthcare professional later reported "textured implant, not deflated." This record is no longer reportable to the FDA and will be un-reported.